Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported high blood glucose level of 234 mg/dl as infusion set came out from the site of insertion i.e., buttocks. The set was in use for five days. No further information available.